Event description:
The device was returned as it was reported that the pump had lcd pixelation when the arrow keys pressed. The results of the investigation found a damaged air detector. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a dented air detector. The air detector was replaced to fix the issue.